Event description:
It was reported that the 3.5x23 xience xpedition was deployed in the left anterior descending (lad) coronary artery without incident and jailed the diagonal artery. After deployment, the plaque shifted in the first diagonal artery and "pinched" the diagonal. A 2.75x18 xience xpedition stent delivery system (sds) was advanced, but was unable to go through the stent struts of the lad stent. There was no difficulty removing the 2.75x18 sds and no damage was noted to the lad stent. The stent strut of the lad stent was opened with a 3.0x12 balloon, which allowed a non-abbott stent to cross the lad stent strut without further incident. Reportedly, there was no complaint of chest pain with the pinched diagonal artery. There were no adverse patient sequela and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Occlusion is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.